Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5092319.

Event description:
It was reported that the patient experienced inadequate stimulation after some years and requested that the system be explanted. During the explant of two leads it was noted that one of the sections of one of the leads was broken and remained inside of the patient's body. The physician decided to leave the partial lead implanted, the patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). The returned lead, sc-2317-70, sn: 5091314, was analyzed and visual inspection revealed that the top six electrodes are separated from the distal end. Electrodes 1-6 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Aside from the distal array damage, no other anomalies were identified. The returned lead, sc-2317-70, sn: (B)(6), was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. A labeling review was performed on the leads instructions for use, IFU and there was no evidence that the devices were used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The leads were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is unintended use error caused or contributed to event.

Event description:
It was reported that the patient experienced inadequate stimulation after some years and requested that the system be explanted. During the explant of two leads it was noted that one of the sections of one of the leads was broken and remained inside of the patient's body. The physician decided to leave the partial lead implanted, the patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5092319.

Event description:
It was reported that the patient experienced inadequate stimulation after some years and requested that the system be explanted. During the explant of two leads it was noted that one of the sections of one of the leads was broken and remained inside of the patient's body. The physician decided to leave the partial lead implanted, the patient is doing well post operatively.